Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia/hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: lockdown mnipod 5 software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing fluctuating blood glucose (bg) levels following an omnipod controller application initialization error. According to the patient, the controller became stuck on the application initialization loading screen at step 19/29, displaying only ¿loading.¿ because the controller did not progress past 19/29, the patient was unable to deliver insulin or activate a new pod, which led to rising bg levels and ultimately the need for medical attention. It was further noted that the patient switched to using her backup long-acting insulin following the controller malfunction, and bg levels were reported to have reached up to 700 mg/dl with drops as low as 11 mg/dl also noted. The patient did not clarify if the marked bg decrease was observed following manual injections of her backup long-acting insulin. The patient sought medical attention for symptoms of hyperglycemia and hypoglycemia, and the medical visit lasted approximately 16 hours, with discharge the following day. The patient does not recall the exact date but stated the event occurred sometime before thanksgiving 2025. The occurrence date of this report was updated to (B)(6) 2025, as an estimated date based on the patient¿s report that the event occurred before thanksgiving. Treatment provided included glucose, insulin, and an unspecified injected medication (patient was unsure of the name).